Event description:
Reporter called on behalf of a pt who was diagnosed with alcl. The pt presented with anaplastic large cell lymphoma, diagnosed on (B)(6) 2013. History of hodgkin's lymphoma diagnosed (B)(6) 2011. These two events came about after the pt underwent breast augmentation in 1994. This report is filed in response to the following report: www.FDA.gov/medicaldevices/productsandmedicalprocedures/implantsandprosthetics/breastimplant/ucm239995.htm. In 2010, pt presented with an abnormal mammogram done on (B)(6) 2010. Breast pain, skin color change, skin texture change, and inflowing diffusion from the right breast up to right neck and shoulder. The pt was running a fever throughout the entire process. After an MRI and subsequent tests, the pt was diagnosed with hodgkin's lymphoma and underwent mantle radiation. On (B)(6) 2012, the pt underwent surgery essentially for a breast mass, but the pt also desired a mastectomy for removal of right and left implants and capsules. The pathology of the operation soon reported that the pt also has alcl; the mass had come from the lymphoma.